Manufacturer narrative:
(B)(4). The customer reported that the device had no display. There was no reported patient involvement as the faulty display was found during routine check. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had no display. There was no reported patient involvement as the faulty display was found during routine check.